Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported the system will not power up when connected to the monitor. This resulted in a total loss of imaging functionality. This could cause the delay or cancellation of a procedure.